Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 575mg/dl which was treated with correctional dosage. Customer¿s blood glucose was 320mg/dl at time of incident. Customer also reports that insulin pump alarmed for unexpected restart even after performed troubleshot for the issue. The drive support cap appears normal. Customer declined to continue troubleshooting for the high blood glucose. Insulin pump will not be return for analysis.